Event description:
No harm to patient. After placing the IV I took off all her labs and flushed her IV, then when I was about to disconnect the flush from the IV, the tubing broke off from the blue piece of the catheter.